Manufacturer narrative:
A manufacturing review could not be performed, as the lot number was not provided. Visual inspection: both slides were in their initial positions. There were no visual anomalies noted on the device. The device was examined under magnification (20x) and no anomalies were noted. The needle was inspected under magnification (30x) and no visual anomalies were noted. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 with each trigger, for a total of 20 tests. The device was able to prime and fire properly. Medical records review: medical records were not provided; therefore a medical record review could not be performed. Image/photo review: four photos were received and reviewed. The first photo shows a maxcore needle placed in a needle guide. The photo shows both slides of the maxcore in their initial position. The second photo shows the same devices from a different angle. The tip of the maxcore needle can be seen protruding through the distal end of the needle guide. The third photo shows the sample notch of the maxcore placed on a blue drape. Adjacent to the needle was what appears to be a surgical staple. Blood was visible on both the needle and the surgical staple. The fourth photo shows a stock image of the biopsy needle guide. Based on the photo review, the reported detachment and device-device incompatibility could not be confirmed. Conclusion: based on the investigation the device was unconfirmed for detachment as the needle tip was intact. The device was inconclusive for device-device incompatibility as the introducer sheath was not returned for evaluation. Per the photo review, it was possible that the surgical staple was perceived by the user as a detached component of the device, however the definitive root cause could not be determined based upon available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the needle allegedly became stuck in an unknown sheath guide. The needle had to be removed from the patient with the sheath guide as one unit. It was further reported that a broken piece of the needle was allegedly found inside of the sheath guide. It is unknown how the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the needle allegedly became stuck in an unknown sheath guide. The needle had to be removed from the patient with the sheath guide as one unit. It was further reported that a broken piece of the needle was allegedly found inside of the sheath guide. A new device was opened and used on the same patient. On the tenth sample pass, allegedly the same thing happened as the first device. It is unknown how the procedure was completed. There was no reported patient injury.